Event description:
During the endovascular procedure, the flushing tube on the 22 fr introducer sheath detached, causing blood loss (less than 100 ml). Surgeon quickly attached a standard stopcock to the site where the tube had been in order to control and stop bleeding. Connection that detached was tight prior to procedure- fused by manufacturer not to come apart. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.